Manufacturer narrative:
It was confirmed by a manufacturer service technician through a visual inspection that the device had a foreign substance on it. No device failure was identified during inspection. Routine maintenance was performed on the device and it was returned to the user facility. Based on a review of complaint trending, the probable cause of the reported event is non recommended or improper cleaning procedures.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking an unknown fluid. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking an unknown fluid. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking an unknown fluid. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.